Event description:
The customer reported the forceps elevator wire of the subject device was cut, and the light guide lens was dirty/discolored. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed the forceps elevator wire was cut, and the light guide lens was dirty/stained. This report is being submitted for the stain on the light guide lens. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
Upon further evaluation, service found the adhesive in the bending section was worn, and due to the cut on the elevator wire, the forceps raising angle did not meet specifications. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and results the approved final investigation a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely foreign material entered from the slight gap in the distal end glue and caused the stain on the light guide lens. However, the specific root cause could not be identified. The instructions for use states infection risk caused by insufficient reprocessing as follows: "all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported they observed the device was cut and the light guide lens was dirty/discolored prior to a therapeutic endoscopic retrograde cholangiopancreatography procedure intended for stone removal. The procedure was successfully completed using another scope. There was a slight delay to the start of the procedure while obtaining another scope.